Event description:
Reporter stated lancet protrudes beyond the end cap of the fastclix device. This issue was found when the device was returned to the manufacturer for evaluation. No adverse event reported.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.